Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical newton af. It was reported that an intellanav stablepoint open-irrigated was used in a index procedure on (B)(6) 2022. On (B)(6) 2022, the patient experienced palpitations for one hour. Laboratory testing was performed, but the details were not reported. The patient was given an oral medication change/adjustment. The event was resolved on (B)(6) 2022. It was noted that the device will not be returned.